Event description:
A (B)(6) female pt called zoll customer support to report that the electrode belt connector on her monitor was broken and wires were exposed. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (damaged connector, wires exposed) was confirmed. Upon investigation, the monitor's electrode belt connector was broken loose from the monitor casing, exposing wires inside the connector. The root cause for the broken connector could not be positively identified, but the damage likely resulted from the monitor being dropped while connected to the pt's electrode belt. No adverse event resulted from the damaged connector. The pt received a replacement monitor.